Manufacturer narrative:
Final analysis found the lead returned in one piece measuring 57.4 cm. The inner coil at the connector region was over torqued. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported in a clinical follow up that the patient was presented with an elevated capture threshold on his right ventricular (rv) lead. X-ray was performed and showed that the lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.